Manufacturer narrative:
The insulin pump had intermittent escape, act and down arrow button response due to a flattened dome switch. The keypad connector and no anomaly was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners and cracked battery tube threads. (B)(4).

Event description:
The customer reported via telephone call that the buttons on the insulin pump were not fully responsive. The blood glucose reading was 180 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.